Manufacturer narrative:
Lot review: a two (2) year search of the complaint database(s) for list# /similar problem showed no add'l. Reports. Visual analysis: 2/9/2017 - received: two used ch3499, 5.5" (14 cm) appx 0.40 ml, smallbore bifuse ext set w/microclave spiros w/red cap, 2 clamps, priming cap; lot# unknown. Two used spinning spiros lot# unknown. The two used spinning spiros were attached to the microclave of the ch3499. Blood was visible in the tubing. No tubing disconnections were identified. The devices were flushed and no leaks were observed. Functional testing: both sets were pressure leak tested. No leakage was observed at any location along the fluid path with no disconnect. Final analysis summary: the two returned ch3499 bifuse extension sets with spinning spiros connected to the shuntless microclave at the end of the bifuse lines were tested and the luers measured. There was no leakage or disconnect during pressure testing. There was no evidence that the spinning spiros would disconnect from the ch3499 bifuse extension sets. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding two ch3499, 5.5" (14 cm) appx 0.40 ml, smallbore bifuse ext set w/microclave spiros w/red cap, 2 clamps, priming cap; lot# unknown. One incident was reported as follows: (B)(4) - "patient's continuous cytarabine line became detached from spiros at bifuse." Unprotected chemo exposure reported. No adverse patient consequences reported.